Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the left s1 incision site was drained. No infection was noted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the infection has since been resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-16286. It was reported that the patient experienced an infection at the needle incision site of the right s1 lead. As a result, the site was drained and irrigated with an antibiotic solution on (B)(6) 2021. The patient was administered antibiotics. It is unknown which lead is responsible; therefore, both will be reported.